Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl on (B)(6) 2025. Cause was not known. Reportedly, due to the bg, the customer fell and hit their head. While in the ER, the customer was treated with intravenous fluids of saline. Customer was discharged from the ER the following day, (B)(6) 2025, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.